Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(6).

Event description:
A patient reported halos at night and during the day with the sun following an intraocular lens (iol) implant procedure. The patient complains of difficulty driving a car day or night. She feels her vision is "ruined". The lens remains implanted. There are two medical device reports associated with this event. This report is associated with the left eye.